Manufacturer narrative:
Pc - (B)(4). Date sent: 07/22/2019. The DHR of lot 15287 was reviewed. No ncs, defects, or reworks were found.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: on what date was the linx device implanted? (B)(6) 2018. Was ph testing performed prior to explant to confirm recurrent reflux? No. After implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? (B)(6) 2019. When and how was the eosinophilic esophagitis diagnosed? (B)(6) 2019. How was it treated? Nonsteroidals. Is the patient doing well since device removal? Patient is doing well, feels his swallowing is a bit better.

Event description:
It was reported that post-implant of a linx device, patient had return of gerd and a postop diagnosis of eosinophilic esophagitis. Linx was removed on (B)(6) 2019.